Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was shocked by their oven. Ins shut off. Impedances were checked, all in range. Patient is feeling stimulation where needed and is having 100% pain relief. Patient stated she still has 100% pain relief, stimulator came back on. Met with rep to check impedances all were in range. Patient has no injury and is fine.